Event description:
Procedure: lobectomy. According to the reporter: the sulu jammed on the pulmonary parenchyma tissue before cutting or stapling. The surgeon could not release the sulu. Resection of pulmonary tissue and hemostasis with clips to remove the instrument were performed to complete the operation.

Manufacturer narrative:
(B)(4).